Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6) 2010 involving a female patient (patient age, weight and identifier are unknown.) According to the complaint, before the procedure, the balloon was successfully pretested. One successful balloon trawl was performed, but on the second trawl, the balloon would not inflate; the balloon had burst. The procedure was completed with another extractor balloon and there were no patient complications. The patient's condition was described as "stable."

Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 involving a female patient (patient age, weight and identifier are unknown.) According to the complaint, before the procedure the balloon was successfully pretested. One successful balloon trawl was performed, but on the second trawl, the balloon would not inflate; the balloon had burst. The procedure was completed with another extractor balloon and there were no patient complications. The patient's condition was described as "stable."

Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon had burst in the distal bond area. Both bonds were within specification and there were three kinks noted on the shaft. The most probably root cause of balloon burst is operation context. A similar complaint trend review revealed no other complaints reported from this lot.